Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2019-13787. Follow up information received identified surgical intervention was taken and the patient's physician added a lead at l4 for the patient. Reportedly, the added lead provided the desired coverage with the drg system stimulation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-13787. It was reported the patient was not receiving any pain relief from the drg system. Reportedly, the company representative reprogram the patient's system, at which time the patient reported getting good relief. Follow up with the physician identified the issued was not resolved. The lead at the l3 placement was found to be anterior on x-ray. Surgical intervention to revise the patient's drg system may be necessary to address the issue.